Event description:
It was reported to philips that the system would not x-ray. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the x-ray-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showing message, xray acquisition not available. Review of the system log file showed that no communication with the x-ray pc. Fse installed new x-ray pc by removing old one and loaded software onto the new x-ray pc. Restored the recent backup and performed batch verification of epx database. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome.